Event description:
It was reported by the company representative that after two weeks of use, the optical would not allow a correct view.

Manufacturer narrative:
The product was returned for investigation. Upon visual inspection of the unit, a missing piece of metal was observed and confirmed. We are reporting at this time. The picture was foggy at the edge. This was caused by strong deposits at the distal end. The distal end, the keel, the soldering joint, the glass fibre, and the inner and outer tube were damaged. Several dents at the eye piece and the main piece were visible. The root cause for the damages observed were traced to improper handling by the customer. In sum, the product was returned for investigation and a missing metal piece failure mode was confirmed. The failure mode will be monitored for future reoccurrence.